Manufacturer narrative:
The pump was received with low battery alert occurring in less than 1 week. The pump failed the active current test. Failure isolated to pcba1. Pump passed the displacement test, the self test and the sleep current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received low battery alert less than a week. The customer's blood glucose level was unknown. The device will be returned for analysis.